Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after pairing a dexcom g7 continuous glucose monitor (cgm) and completing warm-up, the ilet displayed a blood glucose of 208 mg/dl, and the user attributed the elevation to drinking coffee during warm-up; the sensor connected to the ilet and insulin delivery resumed via the algorithm without device alerts or need for assistance, and the user felt fine. Customer care provided support that included communication with the user including troubleshooting and education. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.